Event description:
It was reported that prior to a pulse field ablation procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath (clear) was selected for use. During the preparation of the sheath as per the instructions for use, many bubbles were noticed during flushing and aspiration. Despite performing multiple flushing and aspiration attempts, many visible microbubbles were still observed. The procedure was completed using a replacement sheath. No patient complications were reported. The device is expected to be returned for analysis.